Manufacturer narrative:
The manufacturer location was documented as (B)(4) the initial report. The location has been updated to unknown. Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the unit would only run in reverse. Therefore, the reported condition was confirmed. It was further determined that the bottom trigger was sticky, the electric motor and the ecu were damaged, and the internal components were worn. The assignable root cause was determined to be due to wear on electronic and mechanical components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cruciate ligament surgical procedure, it was observed that the small battery drive device only worked in reverse mode. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.